Manufacturer narrative:
B5, h6 evaluation conclusion code, h10. Per the tandem user guide, "always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery."

Event description:
It was reported that resistance was experienced during the fill process. Reportedly, the customer forgot to perform the air removal step during the load sequence. Tandem technical support educated the customer on proper load steps. There was no reported impact to the customer's blood glucose level. A cartridge change was performed resolving the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. There was no reported impact to the customer's blood glucose level. A cartridge change was performed resolving the issue.